Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficult time sensing appropriately on the right atrial (ra) lead. In addition, the lead would not stay in place. The lead was replaced. There was also difficulty placing the replacement lead. A new lead was used to complete th procedure with good sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.